Event description:
A ventilator was returned to the manufacturer for service. A ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During evaluation, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.